Event description:
It was reported that the patient developed an infection in both the incision areas. There was fluid discharge noted. No device malfunction suspected. The patient underwent an explant procedure and was doing well postoperatively. The explanted device components were returned due to facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 7084484.